Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was defective. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable. The crimp was still in contact. Additional observation related to customer reported complaint: the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.